Event description:
It was reported that left hip revision surgery was performed. Metallosis, elevated cobalt and chromium levels reported.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. Metallosis, elevated cobalt and chromium levels were reported. During the revision, the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The primary op-note documented full-thickness chondral loss involving 50% of the weight-bearing surface of the femoral head, as well as corresponding degenerative changes noted on the acetabulum (significant labral pathology with degenerative tear and perilabral cysts noted anterosuperiorly). Although the revision was performed approximately 4 years post bhr for worsening ¿cramps and anterior hip discomfort during rest and activity¿, the revision op-note reported mildly elevated c-rp, co and cr levels were noted about 9 months post primary bhr, along with a hip aspiration cell count of 1900 white cells with a normal differential. Additionally it reported that a periarticular fluid collection with findings consistent with metallosis were revealed on a mars MRI,¿ consistent with metallosis but ultimately of uncertain nature¿; however, neither the MRI report/image nor date was provided. Intraoperative findings were ¿brown, hemosiderin appearing, joint fluid with significant synovitis with brown pigment deposition with possible aseptic loosening of the femoral component in the presence of a well fixed acetabular component; however, ¿no metallosis noted¿. The explanted components were documented as ¿sent with chain of custody forms to the lab¿ to be held per patients lawyer's request and hip fluid sent for cell count and culture with synovial tissue x 2; however, these were not provided for inclusion in the medical investigation. Without the explanted components or supporting documentation, the reported metallosis could not be confirmed as the revision op-note indicated that there was ¿no metallosis noted¿ and lab values and/or imaging were not provided. The root cause of the reported symptoms cannot be concluded, however, disease progression and the suspected aseptic femoral component loosening could not be ruled out as contributing factors to the reported events. The patient impact beyond the reported worsening discomfort, recurring cystic formation, synovitis, left revision tha and an expected transient post-op convalescence period cannot be determined. No further medical assessment can be rendered at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the head and cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The patient¿s chronic back pain and greater trochanteric bursitis cannot be ruled out a contributing factors to his reported hip pain. The reported pain, elevated cobalt and synovitis with brown pigment deposition may be findings consistent with metal debris; however the root cause of the pain, elevated cobalt and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. It was reported in the revision that no metallosis was noted. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. Metallosis, elevated cobalt and chromium levels reported. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. Metallosis, elevated cobalt and chromium levels reported. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.